Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the third day post implant procedure of the leadless implantable pulse generator (ipg), the patient experienced cardiac arrest and syncope. It was noted that a pacing failure and rising, high thresholds occurred. The device was reprogrammed. The leadless pacemaker remains in use. No further patient complications have been reported as a result of this event.